Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 10 for this event. As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that during inspection the sterile barrier of rotary cutting needle allegedly damaged. There was no patient contact.

Event description:
It was reported that during inspection the sterile barrier of rotary cutting needle allegedly damaged. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 10 for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Ten photos were provided and reviewed. Based on the photo review, it was observed that the crack is visible in all ten photos. Even though, it could not be determined which photo is associated with which device, the reported crack on the device package is confirmed since the crack is observed in all ten photos. A definitive root cause for the alleged breach of sterile barrier issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 02/2022), h11: h6 (result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.